Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 67 mg/dl for a couple of hours after making a meal announcement while using the ilet and believed the system delivered too much insulin for meals. Symptoms included low blood glucose without loss of consciousness or other reported acute effects. Outcomes included self-treatment with oral carbohydrates and no need for medical intervention or assistance. Investigation included troubleshooting and education regarding potential causes of low glucose and expectations during the ilet learning period, with advice to follow clinical guidance and to discuss meal announcement practices with the healthcare provider. Investigation of this case revealed an unclear cause of hypoglycemia, with no device alerts reported during the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.